Event description:
It was reported that the device flashed a "service" message as the device was booting up. The device would then lock-up during the boot up process. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies and determined that the cause of the reported failure was due to fractured solder on pin 31 on the memory pcb mounted jack connector, designator j2.